Event description:
It was reported that this pacemaker system exhibited suspected loss of capture (loc) on the right atrial (ra) lead channel. Technical services (ts) recommended an in-office review to confirm capture. No adverse patient effects were reported. This system remains in service.